Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of noise and undersensing were observed on the right ventricular lead. The device was reprogrammed in order to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2018-03566.